Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause was not found for why as couldn't be programmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the nurse kept getting kicked out while setting up adaptivestim (as) on the inceptiv ins. She tried three times but each time the setup was terminated when the patient was lying on their stomach. After they had adjusted the patient to the abdomen, a message that ¿the setting was not successful¿, without a specific number message or something, but they did get to the ¿first page of setting the as.¿ the ins was implanted in straight gluteal. The nurse wanted all 3 positions and tried left, right back, and prone position. Ins pocket was nicely healed and did not show any external problems. The nurse only clicked on next if patient was already in position/lay. Additional information received reported that the device logs were not available. A and b programs were made so the patient can switch himself. The nurse was not able to get the as set up.